Event description:
This morning, the telemetry system (scottcare) froze. Staff was in the process of adding patients to the system. After the third was entered the system did not respond. System reboot occurred per staff. Biomed was called and they came to work on the system. After 3 hours of time, the system became functional. Staff called to cancel patient for the day, as we did not have an idea to how long the system would be down, while the fixes were being worked on.